Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy the clips were fired but they do not tighten and the jaws of the device would not close. Another device was used to resolve the issue in order to complete the case. There was no patient injury.